Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported customer is having issues with the sensor. Customer advised they have had sensor issues in the past and they continue to have them now. Customer advised the sensor will keep them up all night and alarm stating they have low blood glucose like 40 mg/dl and wanting to suspend when in reality customer is not low and is around 150 mg/dl. Customer advised the sensor will say they are having high blood glucose when in reality their blood sugar is low. Customer advised they turn off everything so they can sleep. Customer's blood glucose most recently is 180 mg/dl. Customer was advised to call the 24 hour helpline to troubleshoot the next time they receive any alarms to get the issue resolved. Customer declined to troubleshoot or speak to the 24 hour helpline.